Event description:
The customer was hospitalized for low bgs. It was mentioned that the events leading to hospitalization could not be stress at work. Troubleshooting was performed. The insulin concentration, bolus history, and programming were accurate. In addition, a lead screw test was completed and passed.